Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range impedance measurements, noisy signals and the egm appeared flat during the implant procedure. Additionally, some pacing inhibition was noted at the time. After a polypectomy catheter was removed, all measurements were within range. Technical services (ts) was consulted and discussed the possible causes for the observed issues, electromagnetic interference (emi) suspected. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range impedance measurements, noisy signals and the egm appeared flat during the implant procedure. Additionally, some pacing inhibition was noted at the time. After a polypectomy catheter was removed, all measurements were within range. Technical services (ts) was consulted and discussed the possible causes for the observed issues, electromagnetic interference (emi) suspected. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.